Event description:
The consumer reported the patient had changed the patient programmer batteries to use the patient programmer. There was a loss of therapy for the last few months. The patient was not able to feel stimulation but had it adjusted with the help of a representative. It was recommended for the patient to increase the amplitude and the patient felt stimulation in the correct area. The patient was able to feel stimulation on the call and there was a comfortable level of stimulation in the bicycle seat area. It was indicated there were falls that could be related to the issue. The patient had fallen "quite a bit." It was indicated the patient had an appointment next week. Her last appointment was 2 months ago. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they had notified their physician about the loss of therapy. The patient noted the loss of therapy has been partially resolved, they noted it was adjusted, they need more. The patient noted a manufacturer representative (rep) did an adjustment on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.